Event description:
A customer reported that the battery life indicator on their device was inaccurate and depleted rapidly. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting, and follow-up notes indicated that the battery depletion rate was within normal range.